Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video sytem center had poorly lit and overly bright images. It required the scope to be plugged in and unplugged several times before the light would come on. The issue was found during maintenance. There were no reports of patient involvement.